Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. Investigation summary: customer returned (B)(4) open 4mm, 32g pen needles from lot # 9275379. Customer states that the pen needle clogs during flow check. All returned pen needles were examined and (B)(4) out of (B)(4) samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Both remaining pen needles were tested and both were able to expel properly without any observe defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The bent non patient end of the cannula was caused during use of the product by the customer.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needle clogs during flow check. Verbatim: consumer reported finding clogs during flow check. Changes the needle and it works. Advised proper placement and to view the non patient end. She claims the non patient end looks straight."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needle clogs during flow check. Verbatim: consumer reported finding clogs during flow check. Changes the needle and it works. Advised proper placement and to view the non patient end. She claims the non patient end looks straight."